Event description:
I had right side inguinal hernia performed in (B)(6) by dr. (B)(6) from (B)(6) health center. He used atrium pro-loop mesh and atrium monofilament plug, with dissolvable staples. I have been in extreme pain ever since. I am waiting to get an m.r.I. To see what is wrong.